Manufacturer narrative:
This lead was explanted and will be returned to boston scientific. Upon receipt at our post market quality assurance laboratory, this lead will be analyzed. When additional information becomes available this investigation will be updated.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a thorough evaluation of the lead was performed. A visual inspection of the lead revealed the lead tip was bent approximately 25 degrees between the helix housing and electrode ring. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis confirmed the lead tip being bent.

Event description:
Boston scientific received information that during an implant procedure this implantable lead was faulty. Attempts to obtain further information are currently ongoing. No adverse patient effects were reported.